Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, the ventilator generated a technical error code indicating a software error. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. The control circuit board was replaced to resolve the problem. The issue was decided to be reported as the defective control printed circuit board may lead to stop of ventilation. There was no patient harm. Unfortunately, the claimed part was not available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, the ventilator generated a technical error code indicating a software error. There was no patient harm. Manufacturer's ref. #: (B)(4).